Event description:
It was reported that balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 7.0 x 40, 75cm mustang balloonc catheter was advanced for dilatation. However, during the third inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned device was loaded onto a 0.035-inch guidewire and attached to an encore inflation unit. Positive pressure was applied, and the balloon was successfully inflated to its rate of burst pressure with no leaks or drops in pressure noted and the pressure was held for 30 seconds. This inflation to rate of burst pressure was repeated three times and with no issues or drop in pressure noted. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.